Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the myometrium of the uterus"), device expulsion ("malposition of essure device location of device:extended into the uterine cavity"), pelvic pain ("pain") and uterine haemorrhage ("ovulatory aub") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included miscarriage, gallbladder disorder nos, cholelithiasis and appendectomy. Concurrent conditions included ovarian cyst, asthma, multigravida, parity 1, abortion, urinary tract infection and obesity. Concomitant products included alprazolam (xanax), baclofen, clonidine, folic acid, gabapentin, ibuprofen, quetiapine, ranitidine hydrochloride (zantac), trazodone and vitamins. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and nervousness ("nervousness"). On (B)(6) 2016, 3 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomal pain"), abdominal pain ("abdominal pain") and dyspepsia ("heartburn"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine haemorrhage, swelling, dyspareunia, menorrhagia, migraine, headache, dysmenorrhoea, nervousness, abdominal pain lower and dyspepsia outcome was unknown and the vaginal haemorrhage, anxiety, depression and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, menorrhagia, migraine, nervousness, pelvic pain, swelling, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: there were 2 essure rings noted on the left fallopian tube. The same procedure was performed in the patient's right fallopian tube with 6 essure rings noted. Ultrasound shows septated cystic mass in the right ovary and displaced assure birth control devices concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,headache,anxiety and depression, nervousness, nausea. Event added: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet-all relevant medical history, concurrent condition was added. Events device monitoring procedure not performed, dyspepsia, abdominal pain, abdominal pain lower, nervousness, dysmenorrhea, headache, migraine, depression, anxiety, menorrhagia, vaginal hemorrhage, dyspareunia, uterine hemorrhage, device expulsion and embedded device were added. Follow-up 1 and 2 processed together. On (B)(6) 2018: follow-up 1 and 2 processed together incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("embedded in the myometrium of the uterus"), device expulsion ("malposition of essure device location of device:extended into the uterine cavity"), pelvic pain ("pain") and uterine haemorrhage ("ovulatory aub") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included miscarriage, gallbladder disorder nos, cholelithiasis and appendectomy. Concurrent conditions included ovarian cyst, asthma, multigravida, parity 1, abortion, urinary tract infection, obesity, anxiety and depression. Concomitant products included alprazolam (xanax), baclofen, clonidine, folic acid, gabapentin, ibuprofen, quetiapine, ranitidine hydrochloride (zantac), trazodone and vitamins. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and nervousness ("nervousness"). On (B)(6) 2016, 3 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomal pain"), abdominal pain ("abdominal pain") and dyspepsia ("heartburn"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine haemorrhage, swelling, dyspareunia, menorrhagia, migraine, headache, dysmenorrhoea, nervousness, abdominal pain lower and dyspepsia outcome was unknown and the vaginal haemorrhage, anxiety, depression and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, menorrhagia, migraine, nervousness, pelvic pain, swelling, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: there were 2 essure rings noted on the left fallopian tube. The same procedure was performed in the patient's right fallopian tube with 6 essure rings noted.ultrasound shows septated cystic mass in the right ovary and displaced assure birth control devices. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,headache,anxiety and depression, nervousness, nausea. Event added: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium of the uterus / coils are in muscles of uterus'), device expulsion ('malposition of essure device location of device:extended into the uterine cavity'), pelvic pain ('pain / pelvic line hurts') and uterine haemorrhage ('ovulatory aub') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included miscarriage, gallbladder disorder nos, cholelithiasis and appendectomy. There were 2 essure rings noted on the left fallopian tube. The same procedure was performed in the patient's right fallopian tube with 6 essure rings noted.ultrasound shows septated cystic mass in the right ovary and displaced assure birth control devices. Concurrent conditions included ovarian cyst, asthma, multigravida, parity 1, abortion, urinary tract infection, obesity, anxiety and depression. Concomitant products included alprazolam (xanax), baclofen, clonidine, folic acid, gabapentin, ibuprofen, quetiapine, ranitidine hydrochloride (zantac), trazodone and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and nervousness ("nervousness"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomal pain"), abdominal pain ("abdominal pain"), dyspepsia ("heartburn"), sciatica ("sciatica"), loss of libido ("no sex drives"), abdominal pain upper ("stomach pain"), malaise ("sick"), ovarian cyst ("cyst on my right ovary"), ovarian mass ("mass inside my right ovary") and dental caries ("cavities") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove essure device). Essure was removed on(B)(6)2016. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine haemorrhage, swelling, dyspareunia, menorrhagia, migraine, headache, dysmenorrhoea, nervousness, abdominal pain lower, dyspepsia, sciatica, loss of libido, abdominal pain upper, malaise, ovarian cyst, ovarian mass and dental caries outcome was unknown and the vaginal haemorrhage, anxiety, depression and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, hormone level abnormal, loss of libido, malaise, menorrhagia, migraine, nervousness, ovarian cyst, ovarian mass, pelvic pain, sciatica, swelling, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coil are in the muscle of uterus. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,headache,anxiety and depression, nervousness, nausea. Event added: embedded device. Concerning the injuries reported in this case, the following ones were reported via social media: loss of libido and stomach pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received: new events: loss of libido, stomach pain, sick, right ovary cyst, ovarian mass, cavities were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium of the uterus'), device expulsion ('malposition of essure device location of device:extended into the uterine cavity'), pelvic pain ('pain') and uterine haemorrhage ('ovulatory aub') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included miscarriage, gallbladder disorder nos, cholelithiasis and appendectomy. Concurrent conditions included ovarian cyst, asthma, multigravida, parity 1, abortion, urinary tract infection, obesity, anxiety and depression. Concomitant products included alprazolam (xanax), baclofen, clonidine, folic acid, gabapentin, ibuprofen, quetiapine, ranitidine hydrochloride (zantac), trazodone and vitamins. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and nervousness ("nervousness"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required), 3 years after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), dyspareunia ("painful intercourse"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomal pain"), abdominal pain ("abdominal pain"), dyspepsia ("heartburn") and sciatica ("sciatica") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine haemorrhage, swelling, dyspareunia, menorrhagia, migraine, headache, dysmenorrhoea, nervousness, abdominal pain lower, dyspepsia and sciatica outcome was unknown and the vaginal haemorrhage, anxiety, depression and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, hormone level abnormal, menorrhagia, migraine, nervousness, pelvic pain, sciatica, swelling, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results: there were 2 essure rings noted on the left fallopian tube. The same procedure was performed in the patient's right fallopian tube with 6 essure rings noted.ultrasound shows septated cystic mass in the right ovary and displaced assure birth control devices concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,headache,anxiety and depression, nervousness, nausea. Event added: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received : following evnts were added : hormonal issues, sciatic nerve. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium of the uterus / coils are in muscles of uterus'), device expulsion ('malposition of essure device location of device:extended into the uterine cavity'), pelvic pain ('pain / pelvic line hurts') and uterine haemorrhage ('an ovulatory aub') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included miscarriage, gallbladder disorder nos, cholelithiasis and appendectomy. There were 2 essure rings noted on the left fallopian tube. The same procedure was performed in the patient's right fallopian tube with 6 essure rings noted. Ultrasound shows septated cystic mass in the right ovary and displaced assure birth control devices. Concurrent conditions included ovarian cyst, asthma, multigravida, parity 1, abortion, urinary tract infection, obesity, anxiety and depression. Concomitant products included alprazolam (xanax), baclofen, clonidine, folic acid, gabapentin, ibuprofen, quetiapine, ranitidine hydrochloride (zantac), trazodone and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and nervousness ("nervousness"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomal pain"), dyspepsia ("heartburn"), sciatica ("sciatica"), loss of libido ("no sex drives"), abdominal pain upper ("stomach pain"), malaise ("sick"), ovarian cyst ("cyst on my right ovary"), ovarian mass ("mass inside my right ovary") and dental caries ("cavities") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine haemorrhage, swelling, menorrhagia, migraine, headache, dysmenorrhoea, nervousness, abdominal pain lower, dyspepsia, sciatica, loss of libido, abdominal pain upper, malaise, ovarian cyst, ovarian mass and dental caries outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, anxiety, depression and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, hormone level abnormal, loss of libido, malaise, menorrhagia, migraine, nervousness, ovarian cyst, ovarian mass, pelvic pain, sciatica, swelling, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: coil are in the muscle of uterus. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,headache,anxiety and depression, nervousness, nausea. Event added: embedded device. Concerning the injuries reported in this case, the following ones were reported via social media: loss of libido and stomach pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in the myometrium of the uterus / coils are in muscles of uterus'), device expulsion ('malposition of essure device location of device:extended into the uterine cavity'), pelvic pain ('pain / pelvic line hurts') and uterine haemorrhage ('an ovulatory aub') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included miscarriage, gallbladder disorder nos, cholelithiasis and appendectomy. There were 2 essure rings noted on the left fallopian tube. The same procedure was performed in the patient's right fallopian tube with 6 essure rings noted. Ultrasound shows septated cystic mass in the right ovary and displaced assure birth control devices. Concurrent conditions included ovarian cyst, asthma, multigravida, parity 1, abortion, urinary tract infection, obesity, anxiety and depression. Concomitant products included alprazolam (xanax), baclofen, clonidine, folic acid, gabapentin, ibuprofen, quetiapine, ranitidine hydrochloride (zantac), trazodone and vitamins nos. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and nervousness ("nervousness"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced anxiety ("anxiety") and depression ("depression"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), swelling ("swelling"), dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomal pain"), dyspepsia ("heartburn"), sciatica ("sciatica"), loss of libido ("no sex drives"), abdominal pain upper ("stomach pain"), malaise ("sick"), ovarian cyst ("cyst on my right ovary"), ovarian mass ("mass inside my right ovary") and dental caries ("cavities") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, pelvic pain, uterine haemorrhage, swelling, menorrhagia, migraine, headache, dysmenorrhoea, nervousness, abdominal pain lower, dyspepsia, sciatica, loss of libido, abdominal pain upper, malaise, ovarian cyst, ovarian mass and dental caries outcome was unknown, the dyspareunia was resolving and the vaginal haemorrhage, anxiety, depression and abdominal pain had resolved. The reporter provided no causality assessment for embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, anxiety, dental caries, depression, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, headache, hormone level abnormal, loss of libido, malaise, menorrhagia, migraine, nervousness, ovarian cyst, ovarian mass, pelvic pain, sciatica, swelling, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: coil are in the muscle of uterus. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, abdominal pain,headache,anxiety and depression, nervousness, nausea. Event added: embedded device. Concerning the injuries reported in this case, the following ones were reported via social media: loss of libido and stomach pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received : previously reported event "painful intercourse " outcome updated to "recovering / resolving". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, swelling and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and swelling to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.